Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 the following sections were corrected: d1 h6: proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. Review of the available information identified the following: the patient had an initial left tha with a history of dislocations and a revision. The patient underwent a second revision where the head and liner were revised. The post-op x-rays wound not capture the event of dislocation. The CT slice is of the pelvis and does not capture the device and the other two CT single images are of 3d renderings and are not diagnostic for radiologist to review. A definitive root cause cannot be determined. This complaint cannot be confirmed. Medical records were not provided for review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 010000983, lot#6742486 g7 freedom const e1 lnr 36mm e. G2: foreign ¿ australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a left hip revision due to dislocation. The head and liner were revised. Attempts have been made and no further information has been provided.